Manufacturer narrative:
As part of a quality system improvement plan, stryker corporation conducted a 2 year retrospective MDR review to ensure appropriate MDR reporting decisions. Events reported to stryker from (B) (6) 2006 to (B) (6) 2008 were the scope of this retrospective review. These events are part of a retrospective summary report being submitted under exemption # (B) (4). There are 1 events associated with this event type (foreign matter found in the package or on the device) and product code kwl.

Event description:
Foreign matter found in package or on the device. It was reported that, "while performing a hemiarthroplasty, our accolade hfx stem #3 was requested and was opened. Upon accepting the stem and impactor from her scrub tech, the doctor noticed a defect/corrosion on the bottom edge of the stem's trunnion. She decided not to implant the stem and requested another #3 stem."